Event description:
It was reported that the xenon light source had lint debris was dislodged during moving. The event had occurred during inspection for use. There was no involvement of patient.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, g6, h2, h6, h11. The customer contacted olympus technical assistance support via phone. Swapped unit known good clv box only, leaving cables worked without error , proving maj-1933 ok. When was connecting with test tower unable to replicate error. Informed could be lint debris dislodged during moving, recommended socket cleaner and attempting to reconnect to original tower. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.